Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver won't hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation found: cleanliness issues. Contra angle dirty. Cleaned and oiled. Battery defective (example: low battery life, internal resistance too high). Overload. No contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock). Motor cable defect. Potential user handling/storage issue. Nc073614/gr34065/ca-sn:(B)(6):contra angle 113063 (2017) cleaned and oiled. Battery (was charged 1017 times with an operating time of 90.40.16 hours, whereby 45 charging cycles would have been sufficient) defective, replaced. Motor cable (screwing open/pins bent/broken) defective, replaced. Micromotor gmr 1345275, foot control 206771, measuring cable set and power supply checked, without errors. Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.